Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with their right ventricular lead exhibited loss of capture and high impedance. In addition, the right atrial lead exhibited high thresholds. Both the ra and rv lead were explanted and replaced on (B)(6) 2018 and the patient was recovering after the procedure.